Manufacturer narrative:
Age at time of event: 18 years or older. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After a guidewire crossed the lesion, a 3.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced and inflated twice at 16 atmospheres for 10 seconds. However, during the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.